Manufacturer narrative:
Product analysis: no product was returned. Product was discarded. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two full re-captures and one partial re-capture were performed due to the valve which was implanted too deep. There was heavy leaflet calcium which was described by the physician as ¿like concrete¿. The final deployment was made at the appropriate depth. Hemodynamics and angiogram showed moderate paravalvular leak (pvl). Balloon aortic valvuloplasty (bav) was performed twice with a non-medtronic 23 millimeter balloon. Hemodynamics and angiogram showed a slight improvement. An additional bav procedure was performed the evening of the implant procedure with a different non-medtronic 25 millimeter balloon for untolerated pvl; shortness of breath and low blood pressure. At that time, the bav was performed twice. Expansion of the valve was noted upon inflation, but recoil of the transcatheter aortic valve replacement (tavr) was noted after each deflation. Per the physician the hard calcium likely contributed to the valve recoil. The pvl remained unchanged and still not tolerated post procedure. The following day, the transcatheter valve was explanted and replaced with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected event description to clarify that two full re-captures and one partial re-capture were performed due to the valve being positioned too deep. Corrected: b5 (event description) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.